Manufacturer narrative:
Additional information was received that the physician did not really think that there was a wound and that the reported hole was at the surgery site of the implanted device. It was not known if it was device related, however, the physician believed that it was not procedure related. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot#: 16725218 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a little hole that had not healed since having the implant procedure. It was also noted that the patient was having inadequate stimulation. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient had a little hole that had not healed since having the implant procedure. It was also noted that the patient was having inadequate stimulation. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had a little hole that had not healed since having the implant procedure. It was also noted that the patient was having inadequate stimulation. The patient will undergo an explant procedure. No device malfunction was suspected.